Event description:
Additional information received from the consumer reported that about 6 months ago their stimulation started turning off by itself. Patient stated they attempted to charge their implant and commented that it was about "half" (interpreted this as the implant was charged to 50%), and a power on reset message displayed. Patient was instructed to sync their programmer to their implant and confirmed a warning power on reset message displayed. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had not done anything differently, it just started dying on them. The steps taken to resolve this issue is the patient is charging at least once a day. The patient noted they are just charging more often until they are able to get a new implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that that the reason for the call was to report charging frequency concerns. The patient reported that they use to have to charge the ins 1x/week, but all of a sudden they have to recharge the ins every single day. The patient noted they have not adjusted their stimulation intensity, and when they initially recharged their ins 1x/week, the ins battery would only be down to 50%. The patient confirmed there was no charging issues with the external equipment, and they are able to get to 100%. The patient reported that now when they recharge the ins to 100%, the next morning the ins is almost dead. The patient noted that the ins has depleted a few times, but confirmed they are able to get the ins recharged and the therapy turned back on (no symptoms reported). The patient confirmed the ins has helped the patient with phantom pain since they are an amputee, and the ins "works amazing". The patient stated that the issue with charging frequency started about 2 months ago, and the healthcare provider told the patient to call patient services for further assistan ce.